Event description:
It was reported that a patient presented remotely via merlin.net, the right ventricle (rv) lead exhibited noise over sensing and led to pacing inhibition. The rv lead was capped on (B)(6) 2025 and replaced with a new lead. The patient was discharged with no reports of adverse consequences.